Event description:
Report indicated the patient's peristomal area became inflamed in a circular area around the left lower area of stoma region. Prior to the receipt of this complaint, they were using paste for less than three weeks. After the inflammation, noticeable improvements were seen after using powder on the affected skin region. The patient did speak with a nurse regarding the condition of the inflammation. It was suggested the patient should discontinue the use of their paste and possibly modify their skin care regime to include cut to fit moldable skin barriers, alternative paste removers and skin protectant wipes. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014, (device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product specifications. The report states that there are no significant trends.